Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the highly calcified anterior tibial artery. After a v-18 guide wire crossed the lesion, a 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.